Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the surgery. During the surgery, the surgeon could not insert the screwdriver shaft deep into the head of the locking screw. The tip of the screwdriver shaft has been deformed. The surgery was completed successfully without any surgical delay. No further information is available. Concomitant medical products: unknown locking screw (part# unknow; lot# unknown; quantity: 1), unknown handle (part# unknow; lot# unknown; quantity: 1), unknown plates (part# unknow; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is for (1) stardrive screwdriver shaft qc/t15. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.